Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor reported that a patient developed a wound on his back under the therapy electrodes. The wound was red and irritated. The patient was under the care of a nurse who was a skin care specialist. It's unknown if the patient received any medical intervention. The patient's medical outcome is unknown.